Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the gap of the top aligner is so significant that it pushes on the top lip and has caused blisters and cuts.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.